Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cardcage and manipulator controller ergo distal (mced) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The cardcage was analyzed and in lighthouse, these failure and error 319 was found indicating that this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. The cardcage was installed, successfully programmed and tested on the dv5 in house golden system with no issue and no errors triggered at startup, system started at normal as expected. Run multiple power cycles with no failures and no errors triggered. This unit was idling for 2+ hours in normal mode, with no issues and no errors triggered. All surgeon side console (ssc) axis was check and tested with no issue. The mced was analyzed and visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The horizontal and tilt axis were moved throughout their range of motion with no issues. The system was left to idle for two hours, and power cycled five times with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer continued to experience issues with the surgeon side console (ssc). Customer reported error 319. Technical support engineer (tse) was unable to view due to previous power cycle of the system. The procedure was aborted to another dv system with no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement.